Manufacturer narrative:
Evaluation - we are still trying to obtain further info from the reporting facility. With no lot number or sample we are unable to determine the cause of this event. Upon receipt of further clarification a follow-up report will be submitted.